Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room with neck stimulation. A chest x-ray confirmed that the right ventricular lead was dislodged. The lead was explanted and replaced. During the procedure the physician noted that the fixation mechanism was not completely deployed. The patient has no adverse effects following the procedure.